Event description:
Reportedly, an incorrect product code was printed on the patient stickers of the subject pacemaker.

Manufacturer narrative:
The incorrect code was printed on the patient sticker due to a temporary failure of the laser printer used.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The implantation date has not been provided and has been estimated as 09 jul 2019.

Event description:
Reportedly, an incorrect product code was printed on the patient stickers of the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an incorrect product code was printed on the patient stickers of the subject pacemaker.